Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.

Event description:
Consumer stated she tried to remove a tampon and the tampon came apart. She was able to remove the remaining pieces on her own.